Manufacturer narrative:
Device eval: the device was returned for eval. Visual examination was performed. The construct was received in two pieces. Damage to the device was observed which included markings consistent with the reported retrieval and damage to mating surfaces. No conclusions can be drawn from the results of the examination of the returned device.

Event description:
It was reported that the pt experienced pain at an unspecified time post-operatively. A reoperation was performed on (B)(6) 2013. At that time, the surgeon observed the pedicle screw hardware (another manufacturer) was loose. The pedicle screw hardware was replaced. On (B)(6) 2013, a second surgical procedure was performed to remove the subject device.